Event description:
It was reported that there was a cot drop with an injury. Further investigation revealed that the adverse consequences involved a small scratch to the pt's elbow, which did not require medical intervention.